Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 154 mg/dl and the sensor glucose was 73 mg/dl. The blood glucose was 131 mg/dl and sensor glucose was 61 mg/dl going down with the arrow. Sensor glucose and blood glucose difference is not within target range of glucose difference. The sensor glucose value that triggered the suspend event was 61 mg/dl and suspend on low limit in sensor settings was 75 mg/dl. The device will not be returned for analysis.